Manufacturer narrative:
Since the customer had thrown away the complaint device and only given lot information of strip, I-sens analyzed the cause of higher readings than expectation with normal meter and retained strips. As a result of control solution test, all the measured values were within standard range, and the cv% was within the acceptance criteria (below 5%) which was satisfied to the standard at I-sens. As stated in the description of event, the fruit on the customer' finger might have contaminated blood sample, resulting in an erroneous reading.

Event description:
The customer checked his blood glucose after eating a fruit and coffee between 3 and 4 p.m., and it was 87mg/dl. However, he had symptoms of low blood glucose. They called the paramedics, they came in and checked his blood glucose about 15 minutes later, and it was 37mg/dl. The paramedics gave him an IV, was taken to the hospital. They kept him there for 3 hours, until his blood glucose was 260mg/dl.